Manufacturer narrative:
Evaluation summary an investigation of the reported condition was performed. The device history record (DHR) for the lot found no issues in visual and physical samples inspected. All scheduled maintenance and calibration activities were completed. There were no physical samples returned with this complaint, but there was a photo of the device attached to the complaint file. The photo showed a 25ga needle with a dark particulate. It could not be determined what the particulate was on the cannula of the needle, but the reported condition of unidentified matter was confirmed. The exact root cause could not be determined based on available information and the exact nature of the issue could not be determined based on the photo of the sample. The 6m root cause analysis did not identify any issues with the manufacturing process that would have caused this issue. The complaint file contains insufficient information to determine a most probable root cause. A review of the device history record (DHR), maintenance records and process monitoring data found no evidence of any issues that could have caused this issue. Therefore, no corrective actions will be taken at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports there was contamination found on the needle.